Event description:
Boston scientific received information that a non-bsc right atrial lead dislodged. A revision procedure was performed and it was observed that this pacemaker migrated. As a result of the migration, the non-bsc right ventricular lead was unraveled. To date, no additional adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.